Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that upon removal of the mapping catheter to exchange the ablation catheter, blood leak was noticed from the flush port of sheath. The sheath was exchanged, and the procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem the device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that upon removal of the mapping catheter to exchange the ablation catheter, blood leak was noticed from the flush port of sheath. The sheath was exchanged, and the procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that the procedure was performed to treat atrial fibrillation. A pressure bag was used for irrigation. No air was seen in the sheath. Blood leak was slow drip and there was no damage in the luer. Farawave and octaray were inside the sheath when the leak was observed.